Event description:
We have had two similar events with this device. The patient was at clinic for chemotherapy. The mediport was accessed without difficulty and a cbc was drawn. The mediport was then flushed without difficulty after the blood draw with saline and heparin. Staff noted the patient complained of pain when the mediport was accessed. No complaint while being seen by the physician or while awaiting chemotherapy. Per policy, the line was checked for blood return before, during, and after chemotherapy administration. The line had good blood return with each assessment. After the chemotherapy was complete, the line was flushed with saline and heparin according to policy. The rn then attempted to remove safety mediport needle when the needle locked. The rn was unable to pull out. The rn described that it felt as though it was stuck under skin. Another rn was called to assist. The needle was manipulated and removed without problem. The site had no bleeding and the patient said there was no pain. A bandage with neosporin was applied and the physician was notified. Upon closer inspection of the needle, staff observed that it looked like it had a hook on end of it. The staff member that inserted the needle did not think excessive force was used.====================== manufacturer response for needle infuse set injection sterile powerlock max, bard power pick (per site reporter) ====================== only these 2 needles have had this kind of issue. One was saved and returned to the manufacturer. Packaging was not saved. They are going to open an investigation about this case.